Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pumps date and time was inaccurate. Customers blood glucose (bg) level was 300 mg/dl. Insulin injections and bolus delivery were used to address elevated bg level. Customer reverted to manual insulin injections for management of bg levels.